Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s initial cardiac arrest sustained during treatment, and subsequent cardiac arrests following treatment on (B)(6) 2019. Although the patient was connected to the liberty cycler at the time of the event, there is no allegation or objective evidence indicating a liberty cycler product deficiency or malfunction was associated with the serious adverse events. However, the exact etiology of the cardiac arrests is unknown; therefore, causality cannot be firmly established. A temporal relationship does not exist between ccpd therapy utilizing the liberty cycler and the patient¿s expiration. The pdrn reported the patient passed away on (B)(6) 2019. The primary cause of death was cardiogenic shock, secondary to a non-st elevation myocardial infarction. The patient was not actively undergoing rrt at the time of his passing and hadn¿t undergone ccpd therapy since (B)(6) 2019. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, about 20% of all cardiac deaths in dialysis are attributed to acute myocardial infarctions. Based on the totality of the information available, the liberty cycler cannot be excluded from having a possible causal or contributory role in the patient¿s cardiac arrests and subsequent death; given the patient was actively in treatment and the manufacturer investigation of the liberty cycler is pending. There is insufficient evidence to disassociate the liberty cycler from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient "coded" during pd treatment. The patient was initially admitted on (B)(6) 2019 with an admission diagnoses of syncope secondary to hypoxemic respiratory failure and acute decompensated congestive heart failure. Upon arrival to the emergency room the patient required intubation for suspected respiratory arrest. Continous cycling peritoneal dialysis (ccpd) was initiated for fluid removal at 11:00am on (B)(6) 2019. The patient¿s pre-treatment vitals were: blood pressure (bp) = 81/51, heart rate (hr) = 79, respiration rate (rr) = 18 and temperature (t) = 98.1. Treatment was initiated without difficulties. When the inpatient services registered nurse (isrn) returned to prepare for the end of pd treatment at 7:00pm the patient cardiac arrested (specifics not provided). The liberty cycler was in drain cycle 4 of 4 at the time of the event, and pd therapy was completed at 7:07 pm. The ccpd treatment record shows 2141 ml¿s were ultrafiltrated (uf) from the patient during therapy. The patient¿s vital signs at the completion of treatment were; bp = 151/82, hr = 103, rr = 15, t = 98.2. After pd therapy was completed the patient was disconnected.the isrn reported the patient cardiac arrested an additional 2 times before being stabilized (specifics not provided). The patient did not receive pd therapy during the remainder of their hospitalization. The discharge summary indicates the patient experienced multiple episodes of bradycardia and asystole which required cardiopulmonary resuscitation (specifics not provided). Per the patient¿s peritoneal dialysis registered nurse (pdrn), the family agreed to transition the patient to comfort measures only (hospice) on (B)(6) 2019. The patient expired on (B)(6) 2019 at 7:10 am. The cause of death was reported as cardiogenic shock secondary to a non-st elevation myocardial infarction. The patient was not receiving pd treatment at the time of death.

Manufacturer narrative:
Corrected information: inadvertently marked as device not available. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated therapy was initiated and completed on the cycler without complication. The cycler weighed fill volumes were within tolerance and the fill times were within the time specifications. The cycler underwent and passed a system air leak test, load cell verification, and valve actuation testing. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.